Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, check and test force sensor were performed. The customer reported issue was confirmed. According to the investigation, force sensor test error was found at power up and force sensor was found out of specs (at 0.00 lbs. The force reading is -0.98 lbs). The investigation reported that the reported issue was caused by the device force sensor being out of calibration because of normal wear and calibration drift (pump is over 3 years old and overdue for pm). Investigator?s performed pm maintenance and all functional testing which passed. The problem source of the reported problem is normal wear.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited system failure. No adverse effects were reported.